Event description:
It was reported that t: slim x2 pump battery would not charge even though pump was connected to a working wall outlet with tandem charging cable and third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried a different wall adapter, and pump then began charging, so customer continued using pump with tandem cable and non-tandem wall adapter, was advised that third-party charging supplies were not recommended except for troubleshooting, and was sent replacement charging supplies, after which no further assistance was required.